Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 589 mg/dl at the time of the incident. The customer stated that the blood glucose was treated with insulin drip at the hospital. The customer stated that they were not wearing the insulin pump at the time of hospitalization. The customer mentioned that they received a motor error alarm with the insulin pump. The insulin pump will not be returned for analysis.